Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a labeled winding former with a re-parked needle/suture combination of product were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected; however, slightly marks on the body needle that appears to be by use of surgical instruments could be observed. The suture was examined, body fluids and damaged at some barbs were noted. Also, the two sides of the fixation tab were broken. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of performance - fixation feature breakage could not be determined.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and barbed suture was used. The tab detached before use on patient, pre-operatively. Change another one to complete. No patient consequences. Upon evaluation of the returned sample, it was noted that the two sides of the fixation tab were broken.